Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 575cc mentor smooth round moderate profile saline breast implant catalog: 3501690 lot: 5920654 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasia patient who underwent primary breast augmentation surgery with a 575cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. The right sided deflation was confirmed by a physician upon a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.